Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). The device was manufactured on 12 jun 2019 and 13 jun 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the flow rate. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two large volume infusors under infused. The expected infusion time was twenty-four hours; however, the devices ¿did not complete the infusion within the expected 24 hours¿. The devices were filled with 18000mg of piperacillin/tazobactam diluted in 240ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information available.